Event description:
Name of procedure: lap cholecystectomy. Event description: the surgeon was applying clips to the cystic canal. During a lap chole, the surgeon was applying clips to the cystic canal but only 2-3 clips came out, and after that not a single clip came out of the applier. The surgeon opened another epix clip applier which worked fine. Intervention: the surgeon opened another epix clip applier which worked fine. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.